Event description:
It was reported that the latch lock sensor was faulty. The issue was discovered during testing. Device evaluation found that the latch/lock flex sensor was failing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing confirmed the reported issue. The latch/lock flex sensor was faulty. The flex sensor was replaced to address this issue.